Event description:
It was reported that the ventilator alarmed low battery while transporting patient. It was reported that the ventilator was in use on a patient at the time of the event occurred. There was no patient harm reported.